Event description:
There was no patient impact associated with this complaint. The patient contacted animas alleging the pump dispensed insulin from the cartridge during the load step. The patient claimed that during the load step all the insulin was pushed out of the cartridge. At the time of the call, the patient informed customer support that re-attempted with a new cartridge and the issue reoccurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Force sensor recall #2531779-03/24/2010/003-r.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the pump load step failed to recognize the filled cartridge. A force sensor calibration test found that the force sensor was out of calibration. The pump was opened and contamination was found in the force sensor assembly. Unrelated to the complaint, the pump display screen was found to be cracked and remained blank when the pump was powered on; a test display screen was used during testing.